Event description:
During drilling of a pilot hole for the placement of an implant, about a 5mm long portion of the drill broke off in the mandible of a pt. Upon consultation with a dental implantologist, a decision was made to leave the broken portion of the implant in the jaw.

Manufacturer narrative:
This product has a favorable clinical use history, with only infrequent reports of drills breaking being reported to 3m espe. The consultant implantologist and 3m espe personnel discussed the importance of proper drilling technique (including use of copious amounts of water and keeping the drilling moving when removing from the site) to minimize risk of drill breakage with the dental professional.